Manufacturer narrative:
Discrepant negative grading of reactions in antibody screening for two patients having anti-m (mns1) and c (rh2) antibodies. The misreading of the reactions obtained on the ortho vision biovue analyzer is not confirmed. The root-cause of the discordant negative antibody screening results obtained by the customer could not be determined. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed. Email address for contact office is (B)(4). Mxp# 32140274, qerts# 491563.

Event description:
Report 2 of 2. A customer complained after obtaining what was described as discrepant negative grading of reactions in antibody screening for two patients using the ortho biovue system in conjunction with their ortho vision biovue analyser. Dates of events: (B)(6) 2021. Complainant: dr (B)(6) ¿ head of laboratory. Complaint reporter: (B)(6) ¿ alphacrom distributor for ortho in (B)(6). Reported on 14 june 2021 by dr (B)(6) to (B)(6) who reported it to ortho care helpdesk on the same day. Reagents: 0.8% surgiscreen (product code 719102; lot 8ss598; expiry 06 jul 2021; manufactured 04 may 2021). Ortho biovue system ahg polyspecific cassette (product code 707350; lot ahc211j; expiry 29 oct 2021; manufactured 03 mar 2021). Software version: (B)(4). Patient information: no known history. The customer reported that on 09 june 2021, they had tested a sample from patient 1 for antibody screening in the indirect antiglobulin test (iat) using 0.8% surgiscreen and ortho biovue system ahg polyspecific cassettes in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that visually they would have graded the reaction with cell 1 as positive. No further detail was provided. The customer reported that an anti-m (mns1) antibody was identified for patient 1. No further detail was provided. The customer reported that on 10 june 2021, they had tested a sample from patient 2 for antibody screening in the indirect antiglobulin test (iat) using the same lots of reagents and the same analyser and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that visually they would have graded the reaction with cell 1 as positive. No further detail was provided. The customer reported that an anti-c (rh2) antibody was identified for patient 2. No further detail was provided. The customer reported that no biased result had been reported to a physician. The customer reported that the patients had not been harmed as a result of the reported events.